Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose was 300 mg/dl at the time of incident and no high blood glucose troubleshooting was performed. . Customer¿s parent stated that the insulin pump alarmed replace battery now without a low battery alert warning. Customer's parent also reported that the insulin pump battery does not last long. The insulin pump was not bumped or dropped and the battery cap was not loose. Customer's parent reported that the insulin pump alarmed another replace battery now without the low battery alert warning. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.